Event description:
It was reported that this implantable pacemaker device exhibited a red flag which potentially related to the implanted device. Boston scientific technical services (ts) referred the patient back to the clinic for some clarity. As of this time, this device remains in service. No adverse patient effects were reported.